Event description:
It was reported that, "these triathlon instruments were left in the autoclave for approx 12 hours and have a filmy residue. The instruments were not left to sit for 1 hour after autoclave as specified."

Manufacturer narrative:
Additional lot # nzk01. Device manufacture date for lot # nzk01: 05/22/2006. A supplemental report will be submitted upon completion of the investigation. This is the same event as: MFR # 2249697-2011-01070, MFR # 2249697-2011-01071, MFR # 2249697-2011-01072.